Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. It was reported that the patient died on (B)(6) 2011 with the following: deep mediastinal infection associated with endocarditis. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. Additional information: - narrative - it was reported that the patient expired on an unknown date. Additional information has been requested. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatches 2210968-2011-00752, 2210968-2011-00753, and 2210968-2011-00755. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent an aortic valvuloplasty and mitralic valvuloplasty on (B)(6) 2011. On (B)(6) 2011, the patient underwent an urgent robicsek sternal closure procedure and a drain was placed. The patient developed an infection and underwent an additional unknown surgical procedure on (B)(6) 2011 because of the presence of this infection. This was the only information available and additional information has been requested.